Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis could be performed. However, transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte) images were reviewed and revealed leaflets of normal thickness and normal opening motion. A potential partial flail of the commissural edge of the right coronary leaflet was noted. When viewed on the short axis, a central gap of the leaflets was evident. Central aortic regurgitation was present, with the largest origin being along the right coronary ¿ noncoronary and noncoronary ¿ left coronary commissural edges, but appeared to extend to some degree along all three of the commissural edges. The aortic regurgitation jet was highly eccentric, predominantly directed posteriorly. Of note, the left ventricle (lv) was enlarged. Investigation/impression: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Possible etiologies of new aortic regurgitation (presumably with leaflet fracture) could include (in the correct clinical setting) infective endocarditis, or premature structural degeneration. No signs or symptoms of endocarditis were reported. It is unknown whether lv enlargement predated the aortic valve replacement; if not, then non-acute aortic regurgitation should be considered. A conclusive cause of the regurgitation could not be determined from the limited information available. Based on the risk analysis and historical trend, cuspal tear and/or commissure dehiscence were the most common failure modes (mechanism) which could lead to regurgitation. Calcification would be one of the common causes for these failure modes. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 1 month post implant of this 27mm bioprosthetic aortic root valve, echocardiogram revealed mild to moderate insufficiency. Ultimately 3 years and 7 months post implant, a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.